Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, the heartstring seal was loaded correctly and the buttons did not release all the way. When the delivery device was removed, the seal remained in the loader device. The procedure was completed using a replacement device. The hospital did not report any pt complications.

Manufacturer narrative:
Investigation details: visual inspection verifies that the non-folded seal positioned proximal to the window inside the loader assembly. The reported complaint is confirmed for seal did not load properly. Further investigation discovered that the seal was cracked. A review of the finished device lot history record did not reveal any non conformance reports, which would have contributed to this complaint.